Event description:
A report was received that the patient had severe inflammation in both the midline and pocket incision. The patient had fever as well as pain and drainage at the lead and ipg incision sites. The patient was hospitalized and was given intravenous antibiotics. The physician believed that the infection was device and procedure related. The patient was reportedly doing fine and the infection has been cleared.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2352-50, serial/lot #: (B)(4), description: linear 3-4 lead, 50cm. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.